Event description:
It was reported that the closure device was prematurely released. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) was inserted into the was. The physician was deploying the closure device into the appendage and as soon as the device was deployed it was released off of the core wire. The device was positioned in an ideal position and met all the release criteria. There were no patient complications that occurred and the patient was fine following these events. It was further reported the patient was discharged from the hospital as scheduled with no complications.

Event description:
It was reported that the closure device was prematurely released. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) was inserted into the was. The physician was deploying the closure device into the appendage and as soon as the device was deployed it was released off of the core wire. The device was positioned in an ideal position and met all the release criteria. There were no patient complications that occurred and the patient was fine following these events.